Event description:
Pt was brought to the ER and evaluated to have a ruptured aneurysm. Pt was taken to surgery. Upon entering the pt's abdomen, the cell saver system was needed to salvage the blood present in pt's abdomen. The cell saver machine did not provide adequate suctioning. Pt's death was not related to the device. Pt died due to ruptured aneurysm.